Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient underwent generator explant due to infection from the implant procedure. No additional relevant information has been received to date.